Manufacturer narrative:
Device is a combination product. Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the mid left anterior descending artery (lad). After a non-bsc guide catheter was engaged in the ostium of the left main coronary artery, a fractional flow reserve (ffr) wire was position in the lad and an instant flow reserve (ifr) was initially performed resulting in a value of 0.88 indicating the stenosis was hemodynamically significant and warranted percutaneous coronary intervention. The ffr wire remained in place and was used as the interventional guidewire. A 32 x 2.25 promus elite drug-eluting stent was positioned and deployed over the ffr wire at 14 atmospheres for 20 seconds. However, the delivery system was difficult to remove.